Manufacturer narrative:
Concomitant product(s): lead 5054-58, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that remote telemetry revealed a lead polarity switch occurred, and the polarity switched from bipolar to unipolar. Low impedance and noise were observed on telemetry, but could not be reproduced upon examination. Reprogramming was performed to revert the polarity setting back to bipolar. However, another lead polarity switch occurred later, and the physician chose to not reprogram. The lead remains in use. No patient complications have been reported as a result of this event.